Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. At around 3:00 am on (B)(6) 2023 , the patient suffered from a hypoglycemic event that was so severe that she reportedly nearly died. The patient stated that she was unable to eat anymore, so her daughter administered grape sugar directly into her mouth. However, this patient nearly choked on the grape sugar so her husband had to hold the patient down and remove it from her mouth. The patient also reported that she broke her sixth vertebra bone, though she did not specify how this occurred. The patient was hospitalized for one week following the incident and had to take 12 tablets for treatment (medication unspecified). Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No product or data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.